Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms and the pump was hot to touch while charging despite using multiple power sources. The pump was not exposed to abnormal temperature conditions. Reportedly, the alarms repeated while the pump was charging. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.